Event description:
It was reported that the laser displayed a fiber expired courtesy message. Four fibers (from two different lots) were tried unsuccessfully. The laser system was unable to be utilized; therefore the case was converted to turp (an alternative surgical procedure). There was no report of a patient injury.